Manufacturer narrative:
(B)(4). This is 3 of 3 allegations of detached sensor wire. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on 12/21/2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.